Event description:
The consumer allegedly, cut her right leg on the pull to lock wheel lock during a transfer. The alleged injury resulted in 8 stitches.

Manufacturer narrative:
Complaint as received indicates that this was a transfer issue and not a product problem. Additional info indicates user does not use footrests while operating the chair. Dealer is working with consumer to schedule training for proper use and transfer methods. Device remains in use and MFR does not anticipate the return of device. MFR views this as a user error and not a malfunction.